Manufacturer narrative:
The customer resolved the issue by swapping the ECG trunk cable and the leads with a new set. No service was requested.

Event description:
It was reported that when switching the patient from one model of a iabp (the cs300) to the new iabp model (the cardiosave), the customer switched the ECG cables to the new cardiosave set. The cardiosave displayed a ¿ll failure¿ error on the top of the screen. The customer checked the cables and the positioning of the new electrodes. After confirming the placement, customer swapped the ECG trunk cable and the leads with a new set. The error resolved with the new set. To be clear, the customer stated they were not aware if the problem resided with the trunk cable or the leads, as both had never been used before and were fresh out of their packaging. The patient did not have any harm at any time and the timing had switched rom ECG to pressure for a trigger, so no interruption in care occurred.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, component codes, health effect - impact codes), h10, h11 corrected fields: h10. The customer resolved the issue by swapping the ECG trunk cable and the leads with a new set. No service was requested. A getinge service territory manager (stm) confirmed at a later date that the customer's faulty lead wires were picked up from the customer's site. The stm noted that the customer was being shipped replacement lead wires.

Event description:
It was reported that when switching the patient from one model of a iabp (the cs300) to the new iabp model (the cardiosave), the customer switched the ECG cables to the new cardiosave set. The cardiosave displayed a ¿ll failure¿ error on the top of the screen. The customer checked the cables and the positioning of the new electrodes. After confirming the placement, customer swapped the ECG trunk cable and the leads with a new set. The error resolved with the new set. To be clear, the customer stated they were not aware if the problem resided with the trunk cable or the leads, as both had never been used before and were fresh out of their packaging. The patient did not have any harm at any time and the timing had switched rom ECG to pressure for a trigger, so no interruption in care occurred.